Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted the lead was returned with the helix retracted and dried blood was present around the helix and in the housing. No other irregularities were noted. Resistance testing found the lead was electrically continuous. A helix mechanism test found the helix functioned as designed. Analysis did not replicate the difficulties experienced with the helix in the field. Additionally, no lead characteristics were noted that would have caused or contributed to dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements at routine follow up. An x-ray was obtained which confirmed lead dislodgement. A revision procedure was performed at which time the lead helix was not functional. The lead was explanted and a new rv lead implanted. No adverse patient effects were reported.